Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 4.3 mmol/l. It was also found insulin was squirting out during the manual prime process and the customer was unable to exit from the preparing to prime loop. Troubleshooting found the customer's drive support cap was sticking out. Customer also stated they had dropped their insulin pump three days prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).